Event description:
Same case as 2134265-2012-01252. It was reported that following a coronary artery stenting treatment procedure. The patient experienced chest pain. The target lesion was located in the mid right coronary artery (rca) with 90% stenosis and was 28.0 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation with 2.50 x 20mm monorail balloon and 3.00 x 20 mm quantum maverick balloon and placement of a 3.00 x 32 mm perseus stent. Following placement of the stent a type d dissection was noted in the proximal rca. This was treated with placement of a 3.00 x 20 mm perseus stent in an overlapping manner proximal to the first stent with 0% residual stenosis and timi flow 3. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with intermittent chest pain to an outside hospital. At that hospital the troponin value was 0.36 and also reported a history of increased urinary frequency and mild dysuria. The patient was transferred to another facility for further management and cardiac catheterization was recommended. Angiography revealed 99% restenosis at the site of the previously deployed stent. The proximal rca was predilated with 2.50 x 15 mm non bsc balloon catheter and placement of 3.00 x 18mm non bsc drug eluting stent deployed at a pressure of 16 atm. Following post dilatation, residual stenosis was 0%. The mid rca was treated with balloon angioplasty using a 3.25 x 15 mm non bsc balloon catheter with 3 inflations at a pressure of 18 atm. The event was considered resolved without residual effects and the patient was discharged on the aspirin and prasugrel.

Event description:
It was further reported that at the time of the event the lesion in the mid right coronary artery was 50% in-stent re-stenosed.

Event description:
It was further reported that at the time of the adverse event, the patient presented in (B)(6) 2011, not (B)(6) 2012 as previously reported. The 95% in-stent restenosis, not 99% restenosis as initially reported of the previously deployed study stent located in the mid rca not the proximal rca and treated with 2 inflations at 14 atm followed by placement of a 3.00 x 28 mm non bsc stent, not a 3.0x18mm drug eluting stent deployed at a pressure of 16 atm. Post dilatation was performed using a 3.5 x 20 mm nc quantum balloon with 5 inflations at a pressure of 18 atm reducing the stenosis to 0%. The in-stent restenosis of the study stent in the prox rca was treated with balloon angioplasty by using 3.50 x 20 mm nc quantum apex rx balloon. Based on ivus results the non-target lesion located in the proximal lad was judged to be non-significant and was not treated.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was previously reported on supplement #002, the patient presented in (B)(6) 2011, not (B)(6) 2012 as previously reported. This information was reported in error. Corrected information: the patient experienced a series of two events. In (B)(6) 2011, the patient presented with chest pressure. Cardiac catheterization revealed 95% stenosis at the margin 95% distal stenosis at the margin of stented segment with timi grade 3 flow. (B)(4) lab report notes 71.09% stenosis of the mid rca with in-stent restenosis. The 95% stenosis in the mid rca was pre-dilated with 2.50 x 15 mm non-bsc balloon with 2 inflations at 14 atm, and placement of a 3.00 x 28 mm promus element plus drug eluting stent deployed at a pressure of 16 atm. Post dilatation was performed using a 3.5 x 20 mm nc quantum balloon with 5 inflations at a pressure of 18 atm reducing the stenosis to 0%. The in-stent restenosis of the study stent in the proximal rca was treated with balloon angioplasty by using 3.50 x 20 mm nc quantum apex rx balloon. The follow day the event was considered as resolved without residual effects and the subject was discharged on the aspirin and clopidogrel. In (B)(6) 2012, the subject presented with intermittent chest pain and the troponin value was 0.36.cardiac catheterization revealed 99% restenosis at the site of previously deployed study stent at the ostium, 50% mid restenosis. However, the (B)(4) lab report notes 85.23% stenosis of the mid rca (cass site #2) with isr pattern 1c. "Additional stents deployed between baseline procedure and this clinical event. Measurements for proximal and distal edges not provided as they fall in non-study stents." The 99% in-stent restenosis of previously placed study stent in the proximal rca was pre-dilated with 2.50 x 15 mm non-bsc balloon (14 atm) and placement of 3.00 x 18mm non-bsc drug eluting stent deployed at a pressure of 16 atm. Following post dilatation, residual stenosis was 0%. The 50% in-stent restenosis of previously placed study stent in mid rca was treated with balloon angioplasty by using 3.25 x 15 mm non-bsc balloon. The following day the event was considered resolved without residual effects and the subject was discharged on the aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).